Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced atrophic vaginitis, urinary tract infection, and suprapubic discomfort.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that a mesh was implanted on (B)(6) 2009 to treat mixed urinary incontinence. The patient underwent a mesh removal surgery on (B)(6) 2012 due to urinary incontinence.. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal surgery on (B)(6) 2012 due to pain, urinary problems, bowel problems, bladder perforation, recurrence, bleeding, vaginal scarring, diarrhea, leg cramps, back pain, bladder infections. (B)(4).